Event description:
It was reported that approx 21 days post-implant of a bifurcated device, a computed tomography scan revealed thrombus in the device. Reportedly, the pt presented emergently when a CT confirmed complete occlusion to the device. The pt was treated with axillo bifemoral bypass. The pt expired 5 days post bypass procedure due to post operational complications. Additional info: the pt had multiple clinical complications along with thrombus in abdominal aneurysm with irregular aortic neck, calcification and stenosis at native bifurcation during the index procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records and images were provided for clinical assessment and reviewed with the following conclusion: based upon the investigation findings, the reported event was inconclusive. The device was not explanted, and the clinical review did not have images of thrombus formation provided for evaluation. A manufacturing record review was performed. The lot met all release criteria with no nonconforming material records. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. Based upon investigation findings, a root cause for the reported issue could not be identified.